Manufacturer narrative:
H.10: investigation at the manufacturer site revealed no deviations from specifications. However, the cable harness for air/o2/co2 and the o2 valve have been replaced. A review of the DHR could not identify any deviations or nonconformities relevant to the issue.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 gas blender system. The incident occurred in (B)(6). The affected device has been requested back to livanova (B)(4) for a detailed investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 gas blender system had no flow during priming. There was no patient involvement.